Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed error e101. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) went onsite to inspect and repair the device. The fse confirmed the customer's complaint of an error e101 was due to a faulty lamp. In addition, the following non-reportable malfunctions were found during the device evaluation: deep cleaning of the cooling fans; replacement of non-original olympus xenon lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the fan could not cool sufficiently due to dust accumulation or the main lamp was faulty. Olympus will continue to monitor field performance for this device.